Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0231132. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 10ml saline fill china sp plunger rod was damaged. The following information was provided by the initial reporter: on (B)(6) 2021, the patient's infusion ended, and when sealing the PICC for the patient, the nurse found that the tail fin of the core of the 10ml prefilled syringe was incomplete and could not be pushed. After communication with the nurse, the patient expressed understanding and replaced the 10ml prefilled syringe with the sealing tube.